Event description:
The device was returned for analysis and the investigation of the device revealed that the subject stent was fractured/broken during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent was seen to be deployed. The sdw was seen to be kinked. The stent was seen to be broken and deformed. The introducer sheath distal tip was seen to be damaged. Functional inspection was not carried out as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during retraction/re-sheathing was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The product was returned, and the as analyzed codes listed in the below product problem code(s) grid were found. Additional information received was the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis. The stent was returned in the condition of deployed, deformed and broken, confirming the reported premature deployment. The sdw was returned and found to be kinked and the introducer sheath was returned and found to be damaged. Its likely when the reported resistance was felt while advancing the stent, manipulation of the device would have caused the damaged noted to the device during analysis and the subsequent premature deployment. The as analyzed (aa) as well as the as reported (ar) codes 'stent broken/fractured during use' 'stent deployed prematurely during retraction/re-sheathing' 'sdw kinked/bent' 'stent deformed' 'stent introducer sheath damaged' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.